Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with cartridge loaded in the device. The cartridge was received partially fired and with the cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device.

Event description:
It was reported that the device felt like they heard a crunching sound. At that point in the case another device was used to complete the case with no patient consequence.